Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician alleged that the lead's helix failed to extend. The lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. Visual and x-ray examinations found no anomalies. Electrical testing found no shorts or conductor fractures. The helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.